Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), rash ("rash"), fatigue ("fatigue") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, migraine, alopecia, rash, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, dyspareunia, migraine, alopecia, rash, fatigue and vaginal discharge to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced lower abdominal pain and abnormal heavy bleeding (seen as genital bleeding). Essure was removed approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and genito-pelvic pain/penetration disorder ("vaginal cramping"). In (B)(6) 2014, the patient experienced rash ("rash"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced vision blurred ("blurred"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches;"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal discharge ("abnormal vaginal discharge") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, migraine, alopecia, rash, fatigue, vaginal discharge, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dysmenorrhoea, vision blurred, weight increased, back pain and genito-pelvic pain/penetration disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, menorrhagia, migraine, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: most symptoms resolved after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, urinary tract infection, headaches, dysmenorrhea, blurred, weight gain, back pain and vaginal cramping added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced lower abdominal pain and abnormal heavy bleeding (seen as genital bleeding). Essure was removed approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.